Event description:
It was reported that a malfunction with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, and the customer was instructed to continue using the pump and to call back if the malfunction code recurs.